Event description:
The customer reported that the device displayed a speaker malfunction error message. The device had no audio. The device was in use on a patient at the time of the reported issue (monitoring). There was no patient harm.